Event description:
It was reported that the pump was implanted on 11/20/1998 for treatment of colorectal cancer. On 2/11/1999 the pump was explanted due to insufficient flow. Two dye studies had been performed which showed the catheter to be patent. There were no associated pt complications.